Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2008; dtba1d1 ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. Blood cultures were taken, and the results came back with no growth. Wound cultures were collected with no results. Antibiotics were administered and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replace. No further patient complications have been reported as a result of this event.